Event description:
It was reported to philips the device failed the opcheck etco2 test. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty etco2 module. The fse replaced the etco2 module. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed the opcheck etco2 test.